Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2024. Block d6b: explant date: october 2024. Additional suspect medical device components involved in the event: model number/catalog number:sc-2408-56. Serial number: (B)(6). Batch/lot number: 20351238. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 20617878. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-4319. Batch/lot number: 20560283. Model/catalog description: clik x MRI anchor. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.